Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review for model mpx5302-c lot number 23109362 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6)2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Event description:
It was reported that bd 9 in extension set w/max y leaked. The following information was provided by the initial reporter: injuries or adverse event: no reported issue per customer: I wanted to put this on your radar. At (B)(6), we had 3 IV loops that had "shot" blood out from around the white cap when flushing the IV loop. This has been in the last 2 days with 3 different patients and 3 different nurses. I called (B)(6) and asked around and there have been 5 instances of this they are aware of. I have attached pictures with the lot number. We did try to recreate the event once using the same lot number, but the white cap did not leak on that loop.